Event description:
It was reported that 16 days following a successful coronary drug eluting treatment procedure on a pt a sub-acute thrombosis occurred. The pt had a taxus express2 3.0x16mm drug eluting stent placed in the left anterior descending artery in 2004. The pt presented to the emergency room 16 days later with significant chest pain (8 on a pain scale of 10). A thrombus was present at the previously treated site. The heparin drip was discontinued and the pt was commenced on an integrilin infusion. The physician predilated the vessel with a 3.0x12 voyager balloon and then placed a taxus express2 3.0x12mm drug eluting stent. The physician post dilated the vessel with a 3.0x15mm nc balloon, 3.25x9mm nc balloon, and 3.5x13mm powersail balloon. A heparin drip was commenced and the physician continued the plavix treatment from the original procedure. The pt's condition is reported as satisfactory.